Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, specified as "eosinophilic" peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal olopatadine hydrochloride and fexofenadine hydrochloride for the event. Pd therapy was discontinued. On an unreported date, the patient recovered from the event. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in april 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.